Event description:
It was reported that approximately one year and three months post port placement through right internal jugular vein, the catheter allegedly broke and the distal catheter segment was migrated to the right atrium. It was further reported that the catheter was removed by another device which made an accidental cut in the catheter. The patient's current status was unknown.

Manufacturer narrative:
H10: manufacturing review: a lot history review, a device history record review and complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: one powerport MRI isp attached to a groshong catheter in three segments were returned for evaluation. Visual, microscopic visual and functional evaluation were performed on the returned device. Although the sample was returned for evaluation, one electronic photo was provided for review. The photo shows a powerport MRI isp with a groshong catheter in two segments kept inside a package. The investigation is confirmed for the reported catheter fracture and migration and the identified deformation due to compressive stress, wear and material separation, as a complete circumferential break was noted approximately 6.6 cm from the distal end of the cath-lock. The second catheter segment measured approximately 1.6 cm in length and was noted to have two complete breaks at both the proximal and distal ends. The proximal break was noted to be circumferential. The distal break was noted to be compound in nature. The third catheter segment measured approximately 12.5 cm in length. A circumferential split was noted approximately 1.1 cm from the proximal end of the third segment. The surface of the compound break was both smooth and granular. The edges of the circumferential split was jagged and rounded. The surface for the circumferential split was granular and smooth. The identified break is typical of flexural fatigue, which is due to the repetitive, kinking of the catheter. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that some time post port placement, the catheter allegedly broke and the distal catheter segment was migrated to the right atrium. It was further reported that the catheter was removed by another device which made an accidental cut in the catheter. The patient's current status was unknown.